Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that the lesion was moderately calcified in the proximal lad. After deploying another company's stent, the voyager was inflated for post-dilatation. During the inflation, the balloon ruptured due to the calcification. Another company's balloon was used to complete the procedure. No additional event or pt info is available.

Manufacturer narrative:
(B)(4). Results and conclusion summation - product performance engineering reviewed the incident info. Factors that can contribute to balloon rupture include, but are not limited to, balloon damage during manufacturing, materials, interactions with other devices, pt anatomy, lesion calcification, lesion tortuosity, or insufficient preparation prior to use. The lesion treated during the procedure was moderately calcified, which could have contributed to damaging the surface of the balloon. It is possible that the struts of the stent implant could have contributed to the rupture. Without a returned device for analysis, a definite root cause for the balloon rupture cannot be determined.